Manufacturer narrative:
Weight: patient weight was not provided. Description of problem or event: this report is against the system controller. The lvas kit was reported under MFR. Report #2916596-2019-03037. Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient was transported to a central venous line (cvl) and pulmonary artery (pa) catheter placed to permit moving infusions to this side. The doctor had obtained right internal jugular (rij) access and had placed dilated in anticipation of placing 31f protek duo cannula. The patient then abruptly had a combination of a drop in lvad flow to ~0.3l with low flow alarms and map in the 40's. The vad team escalated pressors, gave volume, and completed the rvad connection. They were able to achieve greater than 3l of flow with mild increase in lvad flow to 0.8-1.0l. There was a concern that the abrupt change could have reflected acute vad thrombosis, particularly in light of her history of thrombosis of left ventricle (lv) vent cannulae prior to lvad implantation. A stat transesophageal echocardiography (tee) was arranged. The patient was maintaining systemic bp of map 70-75, although pa pressures had increased substantially. Tee showed adequate right ventricle function, lv with modest contractility, no flow through oversewn aortic valve, and evidence of flow into the inflow cannula and pulsatile flow in the outflow cannula into the aorta. The patient's chest packing was emergently opened to confirm there was no obstruction of outflow graft and none was seen. There was somewhat of a hum in the outflow graft, but described as diminished compared to typical flow. Arterial-blood gas test was reassuring. It was considered the system controller was malfunctioning so the system controller was exchanged and flow immediately increased to 3.5l. The team was able to briskly de-escalate drips for hypertension and rvad flow decreased to 3l. The chest was washed out and re-packed. Log file analysis captured low flows starting on (B)(6) 2019. The system controller was exchanged on (B)(6) 2019. There were no other unusual events seen within the log files. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed based on the information recorded in the event log file. The log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded on june 4 from 3:59 pm to 10:34 pm. The information recorded from 3:59 pm to 4:32 revealed that the system operated at 5000 rpm, the recorded calculated average flow ranged between 2.3-3.2 lpm, the pi average was 3.1-7.1, and the motor power was 3.0-3.2 watts. During this period of time there were backup battery not installed alarms and two low flow alarms recorded. At 4:32 pm the set speed was adjusted to 4800 rpm and the low speed limit remained at 5000 rpm resulting in a low speed advisory alarm. The system operated at 4800 rpm until 4:32 pm when the speed was adjusted to 5000 rpm and the low speed advisory alarm cleared. The backup battery not installed alarm cleared at 5:07 pm and the system continued to operate with some intermittent low flow alarms associated with flow levels below 2.5 lpm. The information recorded from 6:10 to 9:38 pm indicated that the system maintained the desired set speed with flow values between 3.1-3.6 lpm. The information recorded at 9:38 pm revealed that the flow decreased to 0.4 lpm. The speed was adjusted few times (5300, 5500 and 6000 rpm); however the flow remained between 0.7-1 lpm until 10:33 pm when the driveline was disconnected. The returned system controller was functionally evaluated and the investigation determined the controller was operating as expected. A full functional test was performed and the controller passed all test steps. The system controller operated while connected to a mock circulatory loop with no adverse events or alarms noted. The expected estimated flow was displayed throughout the investigation and it was identical to the values calculated by a test system controller. The investigation did not identify a correlation between the returned system controller and the low flow alarms recorded in the log file. No further information was provided. The manufacturer is closing the file on this event.